Manufacturer narrative:
The implant was returned and visually inspected. There was evidence of a fractured screw in the bottom of the implant. There were general signs of usage and evidence of remnant bone along the implant. The remainder portion of the screw was not returned. Device product or lot information for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined.

Event description:
The dentist reported a screw broke and was unable to remove it. The implant was removed and the dentist placed a bone graft/gbr to prepare site for future implant replacement.